Manufacturer narrative:
D4: device serial number was identified during analysis. E1: patient name was clarified and postal address was identified. H4: device manufacture date was identified during analysis. Analysis results- the root cause of the customer's could not be determined as no functional fault could be identified with the product.

Manufacturer narrative:
The outcome attributed to adverse event was chipped tooth. The event date is approximate. The protectiveclean toothbrush head is an accessory to the protectiveclean power toothbrush system; the device serial numbers or manufacturing number were not provided. Customer contact information, mailing address and phone number were not provided. Complaint received from (B)(6).

Event description:
The consumer reported that their protective lean toothbrush head chipped their tooth.